Event description:
It was reported that a malfunction alarm occurred. Additionally, a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.